Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported the patient had a reaction to baclofen and the pump was explanted. It was noted there was no initial reaction to baclofen at implant. The patient status was alive, no permanent harm described. The event date was listed as "last month." No further complications were reported.

Manufacturer narrative:
Review of additional information determined that this event was already captured in regulatory report # 3004209178-2017-08329. All further supplemental reports will be filed under this number. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of additional information determined that this event was already captured in regulatory report # 3004209178-2017-08329. All further supplemental reports will be filed under this number.